Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, black scuff marks on the display was observed. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
In initial report, section a1 was wrongly captured, section h3 was wrongly captured, corrected and updated these sections in this report.